Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had multiple wounds from a previous surgery and the lifevest rubbed the wounds causing open sores. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and provided her with larger garments. The patient advised she was on a wound vac for 3.5 weeks on this area prior to getting the lifevest. However, since wearing the lifevest, the wounds became sore and opened. The patient followed up with a wound specialist and used ph balanced wound wash on the irritation. The patient confirmed that skin irritation has improved.